Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate3 lvas, serial number (B)(6), and the report of progressive light chain (al) amyloidosis heart disease and respiratory arrest could not conclusively be determined through this evaluation. The account communicated that the patient expired on (B)(6) 2021 from respiratory arrest due to progressive al amyloidosis heart disease. The patient¿s death was not considered to be device-related and the device was reported to have operated as expected. Heartmate 3 left ventricular assist system, serial number (B)(6), was not explanted for evaluation. The heartmate 3 left ventricular assist system instructions for use lists potential adverse events, such as respiratory arrest and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021. The patient passed away due to progressive amyloid light chain (al) heart disease. The patient's cause of death was respiratory arrest. The left ventricular assist device (lvad) was operating as expected.